Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 4114. H6: results code was updated to 213. H6: conclusions code was updated to 67. The reported device was not received for evaluation. The reported condition of a healing collar not seating was not confirmed. Since product has not been returned, visual/functional inspection could not be performed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the (hc355) and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s title and email address are not provided / unknown. Device not returned to the manufacturer.

Event description:
Doctor reports that the healing collar hc355 does not seat in the implant. The implant remains implanted. Tooth location #13.